Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, inflation difficulties and a balloon rupture occurred. The 90% stenotic lesion was located in the n0n-calcified and moderately tortuous proximal right coronary artery (rca). When the 20mm x 2.75mm maverick2 monorail balloon was inflated to 10 atms, the balloon "did not extend and the balloon pressure was automatically deflated". A balloon rupture was confirmed following removal from the pt. The procedure was successfully completed with this device. No pt complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.